Manufacturer narrative:
Additional product code: ovd. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported patient underwent an anterior lumbar interbody fusion (alif) and was implanted with an anterior tension band (atb) plate at l4-s1 and the synfix implants at l5-s1 on (B)(6) 2013. On unknown date it was determined patient had developed a non-union and an infection at the alif site, with two (2) sacral synfix screw had backed out of the synfix cage at l5-s1. Patient was returned to surgery on (B)(6) 2017 where all hardware was removed. Procedure went smoothly and patient outcome was reported as excellent. Swabs and tissue were sent to pathology.this report is 5 of 10 for (B)(4).

Manufacturer narrative:
A product investigation was completed: complaint is confirmed as we are able to confirm complaint description based on the received x-ray; a screw back-out could be verified from the provided x-ray. Product was not returned so no further investigation could be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.